Event description:
It was reported that the pump triggered an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To address the issue, the customer was advised to clean the speaker holes and remove, reconnect, and wait five minutes before resuming insulin with the pump. This procedure allowed the pump to return to normal operation, and additional tips were provided to avoid future altitude alarms.